Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529 , serial/lot #: -, ubd, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant was not functioning, the buttons were not responsive. There was no patient involvement.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The pendant was replaced and firmware was reloaded. The s ystem then passed testing. Codes b01, c07 and d02 are applicable to this analysis. The pendant, lot number: 06620 0019 rev. 1, was returned to the manufacturer for analysis. The pendant keys were still functional, but several were worn and needed excessive pressure to be applied to function. Visual inspection showed the pendant laminate was starting to lifting/ bubbling up from around the keys. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.